Manufacturer narrative:
Analysis will be sent once it's gone through translation.

Event description:
Ous MDR: it was reported that the device did not start to pace during the implantation. Another device was implanted and this one was returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The pacemaker was returned for analysis. During the analysis, first the manufacturing process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first step of the analysis, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed that the implant switched to the safe program on (B)(6) 2016 because of damaged memory content. In general, the device is capable to automatically detect damaged memory content and to correct individual memory sections on its own. If several memory sections are affected at the same time, an automatic correction is no longer possible, and the device reacts in accordance with specifications by switching to the safe program, in which an anti bradycardic therapy function with unipolar lead polarity is ensured. At interrogation, a respective warning message is displayed to the user. The damaged memory content was already corrected by the re-initialization reported in the complaint. The analysis showed proper implant behavior. The pacemakers capability to provide therapy was tested. The anti bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In summary, the clinical observation resulted from the activation of the safe program due to damaged memory content. The capability to provide therapy was, however, not compromised. The pacemaker paced in the safe program with unipolar lead polarity. In conclusion, it cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed to the activation of the safe program. There was no material defect or manufacturing error.